Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator. Patient medical history included hepatitis c. The implant had been performed a year ago. The patient had a MRI a few months ago and when putting the ins into MRI mode the battery was at 25%. After the MRI, the battery was dead and the patient was unable to charge or connect. A trickle charge was attempted several times without success about a month ago. It was reported that there was a premature battery depletion due to over-discharge. The battery was unable to be read or tested. A battery replacement was performed to resolve the issue. Impedance checks were all within normal limits. No further complications were reported.

Manufacturer narrative:
A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned and it was confirmed that there was no patient injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that the stimulator battery had reduced capacity due to the overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2018 and the battery was charged to 3.635 volts. On (B)(6) 2018 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.